Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a attachment issue occurred during use with bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer reported that the pen needle does not fit onto his insulin pen, stated that he used other brand needles in the past and did not have a problem. When I asked him to describe the way that he attaches the needle, he stated that he snaps them on, he does not turn the needle to tighten. I advised him that the needles must be screwed onto the pen avoiding over tightening the needles. Consumer also stuck his finger with the needle as he was attaching it to the pen, the needle was unused."